Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of cardiac arrest and subsequent death, as the patient was undergoing hd therapy when he expired. The pdrn reported the primary cause of death was cardiac arrest, secondary to the patient¿s extensive cardiac history. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient expired on the machine and called to schedule a pickup of the cycler and modem. The patient went to bed that night and never woke up. Per the pdrn, the doctor believes it is related to a cardiac issue. Follow-up with the patients¿ pdrn confirmed the patient expired at home during ccpd therapy in the early morning hours of (B)(6) 2025. The patient was discovered by a family member when they entered the bedroom to assist the patient disconnect from the liberty select cycler. The pdrn stated the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data indicated the liberty select cycler stalled on drain cycle 2, however there were no treatment related concerns. A non-urgent call was placed to emergency medical services who confirmed the patient¿s passing and transported the patient directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was cardiac arrest, secondary to her extensive cardiac history. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed signs of physical damage: heater tray damaged; dent. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated therapy was initiated and completed on the cycler without complication. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient expired on the machine and called to schedule a pickup of the cycler and modem. The patient went to bed that night and never woke up. Per the pdrn, the doctor believes it is related to a cardiac issue. Follow-up with the patients¿ pdrn confirmed the patient expired at home during ccpd therapy in the early morning hours of (B)(6) 2025. The patient was discovered by a family member when they entered the bedroom to assist the patient disconnect from the liberty select cycler. The pdrn stated the patient passed away peacefully while sleeping with no apparent signs of distress. The patient¿s treatment data indicated the liberty select cycler stalled on drain cycle 2, however there were no treatment related concerns. A non-urgent call was placed to emergency medical services who confirmed the patient¿s passing and transported the patient directly to the funeral home (no autopsy was performed). The pdrn stated the primary cause of death was cardiac arrest, secondary to her extensive cardiac history. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.